Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed on (B)(6) 2018 due to recurring incontinence. Patient suffers from a certain amount of dementia and had been using valsalva to urinate past cuff. A new aus device consisting of a 3.5cm cuff, 61cm prb and pump were implanted.